Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure,pre-loaded delivery system failed to eject the lens. There was patient contact. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Lack of viscoelastic is observed in the device - no ovd past the lens. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced at the nozzle entry and is crushed. A plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause no/inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).